Event description:
Discordant troponin results were obtained on two patient samples on an advia centaur xp instrument. The samples were run in duplicate, and the results did not match. The discordant results were not reported to the physician(s). The samples were rerun in duplicate, and the rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant troponin results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse replaced the sensor assembly and the wash 1 printed circuit board. The fse ran quality controls, all of which were within range. The cause of the discordant troponin results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.